Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2010 to replace a dislodged magnet. The implanted device remains.